Event description:
The user received erroneous sodium results for approx 100 pt samples that were discovered when they received a call from the floor questioning the results. The samples were repeated on the hitachi 912 analyzer and corrected reports were issued. Of the data provided, six pt results were discrepant. All results are in mmol per l. Sample 1 initial result was 132, repeat result was 138. Sample 2 initial result was 131, repeat result was 141. Sample 3 initial result was 132, repeat result was 142. Sample 4 initial result was 132, repeat result was 142. Sample 5 initial result was 131, repeat result was 141. Sample 6 initial result was 134, repeat result was 144. The user stated she did not think any pts had been treated based on the initial results. The user changed the electrodes, performed the ise maintenance that was due and also changed the pinch valve tubing. The field service rep could not duplicate the issues except for slight imprecision for sodium, which was caused by the newly installed electrodes and the pinch tubing not being sufficiently conditioned. He performed corrective maintenance to clean both the ise vessels and nozzles and manually reconditioned ise 1 and 2, new electrodes and pinch valve tubing during ise check. To verify the analyzer performance, he observed the user's successful calibration and qc.